Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator stopped ventilation and generated a background fault error code. The patient was removed from the ventilator and placed on an alternate ventilator without harm or injury.

Manufacturer narrative:
Device evaluation summary: the analog interface printed circuit board and inspiratory printed circuit board were returned for failure investigation. The parts were visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the service engineer evaluated the ventilator and replaced the analog interface (ai) printed circuit board (pcb), safety valve and inspiratory (pcb) assembly. The ventilator passed all testing per manufacturer specifications and was returned to the customer. The parts have been received by medtronic for analysis. The investigation analysis is complete on the safety valve only at this tim e. Once the other parts have been investigated, a follow up medwatch form will be submitted with the findings. The safety valve was installed into a failure investigation test ventilator for analysis. The part was functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.